Event description:
Healthcare professional later reported left side "weird shape on left side. The aesthetic breast deformity has been present for 1 month,¿ ¿reports not being able to breastfeed,¿ and ¿left breast inspection: deflation, lower pole, ptosis, glandular, and scarring (inframammary) may need a lift in the future especially when the scar capsule is released.¿ healthcare professional confirmed capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side "possible rupture, capsular contracture baker grade unknown, and pain." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, and pain.